Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Additional information was obtained: adverse event term: hematemesis. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Relationship to study device: blank. Relationship to primary study procedure: blank. Outcome: blank.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. H6 health effect - clinical code.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. Additional information was obtained: the new adverse term is death - unknown cause; date of ablation: (B)(6) 2020; start date: (B)(6) 2023; relationship to study device: not related; relationship to primary study procedure: not related.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: where was the location of the liver lesion? Near dome of liver what was the percutaneous approach (transthoracic)? Percutaneous intercostal approach. Was the patient in inspiration or expiration status when probe inserted in the liver? Expiration. Is there any device deficiency that led the investigator to believe the pneumothorax was cause by the device? No deficiency.

Event description:
It was reported via an observational study that the patient experienced a post-operative pneumothorax requiring aspiration drainage.